Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. End user states compressor working fine. Line connected, medication in cup at prescribed level, but not vaporizing. MDR filed.